Event description:
It was reported that the patient underwent a transforaminal interbody fusion at l2-l5. It was reported that the surgeon stated that one of the cages fell anterior. The patient is asymptomatic and no revision surgery is under consideration.

Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.